Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf048f recovery filter allegedly experienced tilt and perforation. These reports were received from various sources. All four malfunctions involved patients with no reported consequences. Three patients' were reported as female, two of which ranged from 33 - 37 years old. Age, weight, and gender were not provided for rest of the patients.

Manufacturer narrative:
H10: of the 5 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2020-05358. H10: of the four malfunctions reported, the product catalog number of one device was updated to unknown filter. Lot numbers were provided for two malfunctions and lot history reviews were done. Medical records were returned for three malfunctions. One malfunction is confirmed for perforation but inconclusive for tilt, one malfunction is confirmed for tilt, perforation, and detachment of device, and the third malfunction that received medical records is inconclusive for both tilt and perforation. The remaining malfunction is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf048f recovery filter allegedly experienced malposition of the device and a patient device interaction problem. These reports were received from various sources. Of the five malfunctions, all five involved patients with no patient consequences. One patient was a 33 year and two were female. Age, weight, and gender were not provided for rest of the patients.

Manufacturer narrative:
H10: of the 5 malfunctions originally reported, the product catalog number of 1 device was updated to unknown filter. Medical records were returned for 2 malfunctions. One device confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. One device was inconclusive perforation of the ivc and filter tilt. Lot numbers were provided for 2 of the 4 malfunctions with catalog number rf048f. No samples were returned for evaluation. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf048f recovery filter allegedly experienced tilt and perforation. These reports were received from various sources. All four malfunctions involved patients with no reported consequences. Of the four malfunctions, three were female and one was male. Of the four malfunctions, three patient's ages were reported ranging from 33 to 50 and one patient weight was 165 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 5 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdrs 2020394-2020-05358. H10: of the four malfunctions reported, the product catalog number of one device was updated to unknown filter. Lot numbers were provided for two malfunctions and lot history reviews were done. Medical records were provided and reviewed for four malfunctions. One malfunction is confirmed for perforation, positioning issue, occlusion but inconclusive for tilt, one malfunction is confirmed for tilt, perforation, and detachment of device, and the third malfunction is confirmed for perforation but inconclusive for tilt. The remaining malfunction is inconclusive for perforation and tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the 5 reported complaints, 2 lot numbers were provided, and 3 lot numbers were not provided. The sample were not returned for evaluation. Of the 5 reported complaints, 4 medical records were not provided. Of the 5 reported complaints, 1 medical record were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. The devices were labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf048f. Recovery filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. Of the five events, five involved patients with no patient consequences. One patient is female; however, age, weight, and gender were not provided for rest of the patient.